Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the field service engineer via service request that the vapr vue generator needs a hardware upgrade. In addition to the need for a hardware upgrade, there were several issues with the unit. Several connectors showed significant corrosion. As a result , the switch, the footswitch connector, and the 8 way socket needed to be replaced.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: there was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. During evaluation, it was found that several connectors showed significant corrosion and water/moisture damage. There was connection/initialization failure. Some parts were found to be missing. The issues were resolved by replacing the defective parts. Hardware upgrade and software upgrade were carried out. Cosmetic improvements were also performed. After repair, the device was found to be working according to the specifications. Fluid ingress into the connectors might have caused corrosion of the connectors, water/moisture damage and connection/initialization failure. However, a definite root cause cannot be determined with the available information. User mishandling and/or lack of maintenance can be the most probable root causes of the missing components. A manufacturing record evaluation was performed for the finished device serial number (1120283), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified.